Event description:
It was reported "acl left metal shavings."

Manufacturer narrative:
Final device investigation of the shaver revealed the device passed all functional tests and operated properly during testing. The device was viewed under magnification and no sign of damage was noted. The inner shaft spun freely without making contact with the outer shaft. The lip of the outer shows some metal stress, but is consistent with use. There was no sign of missing metal on the shaver. The shaver shafts were straight and spun freely and without friction.